Manufacturer narrative:
The customer replaced an imt sensor in response to the discordant falsely high sodium results. A siemens headquarter support center employee evaluated data provided by the customer. Analysis of the data did not indicate that the imt sensor was at fault. The cause of the discordant falsely high sodium result is unknown but a sample integrity issue is suspected. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant falsely high sodium (na) patient sample test result was obtained on a dimension xpand plus w/o hm. The initial result was not reported to the physician. The same sample was repeated on the same dimension xpand plus w/o hm. The repeat result was reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant falsely high sodium result.